Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4). Using the customers meter and test strips, the result was 1.8 inr and using her friend's test strips the result was a 2.3 inr. The customer believes the results were within 30 minutes of each other, but was not sure. The customer's therapeutic range is 2.0 - 2.7 inr. There was no allegation that an adverse event occurred. There was no bleeding or bruising. The customer has no antiphospholipid antibodies, is not on heparin or direct thrombin inhibitors. The customer has had no changes in diet, no illness or new medications and is not anemic. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.